Manufacturer narrative:
Eval - device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: other - exact cause of the event cannot be determined at this time as analysis has not been completed. Analysis: analysis of the returned product is currently underway. Review of the device history record was performed, which showed that the device met mfg specifications when released for distribution. Conclusion: no definitive conclusion can be drawn at this time as product analysis has not been completed. A follow up report will be submitted upon completion of the analysis. There were no adverse pt effects reported.

Event description:
Medtronic received info that the ratchet mechanism, called a rotor, of this bioprosthetic valve holder detached from the cinch mechanism while the valve was being positioned in the annulus. The rotor was retrieved before it fell into the ventricle. The cinch mechanism was removed, and the valve was sutured into place without further complication. To date, there have been no reported adverse pt effects.